Manufacturer narrative:
An investigation has been initiated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While doing permcath exchange, dr. Noticed that the 2 ports from the old catheter were completely detached. Doctor then exchanged for the new permcath. This patient had dialysis through this catheter a day or two before this incident and there were no issues with the lumens. The hospital was unable to find any evidence of physical damage caused by the patient.